Manufacturer narrative:
An investigation could not be performed as the device is not retuned. Based on the limited information provided, the reported product complaint could not be confirmed. A review of general manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met established specifications during the manufacturing and quality release process.

Event description:
"Patient underwent 3 operations for hysterectomy, cystocele and strip date#1 by a gynecologist who gave me no information, no contraindications, no booklet or explanation! He decided to put this strip on me without me needing it. Current condition of the patient: mutilated, with severe postoperative complications, multiple surgeries, months of hospitalization, and rehabilitation at a specialized center. To date, I am officially recognized as disabled by mdph and cpam. I suffer from dysuria, bladder hyperactivity, and can no longer urinate seated (it does not come out); I have to urinate standing. I can no longer walk, and I experience daily pain. I have a priority card and a parking card. I can no longer work except remotely. I am currently losing my job because it is impossible to work full-time remotely."

Manufacturer narrative:
Additional information: a3, d5,e, e3, g4, h6, h11. Correction: b2, b3. Investigation results: an analysis of the product could not be conducted because a physical sample was not received for evaluation. However, we performed an evaluation of the manufacturing records for the finished device lot number and found no non-conformances or manufacturing irregularities. As part of quality process, all devices are manufactured, inspected, and distributed according to approved specifications. Additionally, we will continue to monitor complaint information for potential safety signals through complaint trending as part of our post-market surveillance. If the product is received at a later date, we will update the investigation as necessary. The manufacturing number is (B)(4).